Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 10:15 am, the patient received an urgent low cgm alert displaying ¿low¿ without a numeric value. The patient reported symptoms of feeling sick, dizziness, and sweating. He self-treated by administering glucose powder intranasally and reported slight improvement. A fingerstick blood glucose (fsbg) check at that time measured 100 mg/dl, while the cgm continued to display urgent low. At approximately 11:00 am, the patient¿s wife drove him to the emergency room (ER). Upon arrival, the fsbg measured 280 mg/dl, while the cgm continued to show urgent low. The patient continued to experience dizziness and sweating. He was treated with IV fluids and received two injections, including one suspected to be fast-acting humalog; the second medication was not recalled by the patient. Following treatment, the fsbg decreased to 148 mg/dl, while the cgm continued to display urgent low until it recalibrated approximately five hours later. The patient remained in the ER for approximately eight hours and reported doing well since discharge. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid was taken after treatment at home. The reported glucose values fall within the d zone of the parkes error grid was taken upon the arrival at the hospital. The reported glucose values fall within the c zone of the parkes error grid was taken after treatment at the hospital. The data investigation found a difference in values that falls within the b zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.